Manufacturer narrative:
Intuitive surgical inc. (Isi) received the foot tray associated with this complaint. Failure analysis did confirm the reported event, but could not replicate. Failure analysis measured the pedal forces, inspected the pedal mechanism, and determined the spring was not broken or mis-seated. They then removed the cover for the printed circuit assembly (pca) chamber and used a multimeter to probe the pin terminals and measure the resistance on the camera switch to see if the switch was causing problems. The resistance readings were as expected. They then popped the foot tray onto the test surgeon side console (ssc) system and tried to induce the error in following mode by using the master tool manipulators (mtms) and pressing the camera pedal repeatedly and could not trigger. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a portion of the gallbladder was torn off the liver. This event occurred after the surgeon activated the foot pedal to switch to the camera and it unintentionally moved the instrument instead. The camera foot pedal was not pressed down enough, the surgeon was unaware that the camera was not engaged, and moved their hands, which activated the instrument unknowingly. The instrument was grasping the gallbladder, the unexpected motion of the instrument caused the gallbladder to be torn off the liver. The gallbladder was intended for removal as part of the planned procedure. Bleeding occurred due to the event, less than 5cc of blood loss occurred, cautery was applied to resolve the bleeding. The surgeon reports the bleeding was expected surgical bleeding. No further intervention was required. No further complications occurred; the procedure was completed robotically. The patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the foot tray assembly for malfunctioning issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, the failure analysis evaluation has not been completed.